Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered in the pump by the user and the lowest bg value recorded by continuous glucose monitor (cgm) was 61 mg/dl on (B)(4) 2018. Prior to the low bg, the user delivered four boluses of 7.4 units, 3 units, 1.8 units and 3 units. Boluses were delivered while still having insulin on board (iob). The user entered a bg of 300 mg/dl then immediately following requested and delivered a bolus for 30 grams of carbohydrates and a bg of 123 mg/dl. Complaint could not be confirmed. It is possible the user overcorrected. Making bolus requests while still having insulin on board and not entering current bg value could lead to a low bg event. Delivering a bolus based on incorrectly entered bg or carbohydrate values could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 (mg/dl); cause was unknown. Glucose tablets were consumed to treat bg. Recommendation was made to consult with healthcare provider regarding diabetes management.